Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 01-apr-2026, the healthcare provider reported that, on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels of > 400 mg/dl following infusion set use. The user was transported to the hospital by a caregiver where the user was diagnosed in diabetic ketoacidosis and treated with medical intervention and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The complaint investigation was performed by evaluation of the device engineering logs. Data for the described event date of (B)(6) 2026 was reviewed. No instances of malfunction alerts or factory reset events were identified in the device engineering logs. A dexcom g7 sensor was in use. Unless otherwise stated, no motor errors were observed to indicate inaccurate insulin dosing relative to delivery requests. Review of the available cgm glucose, insulin delivery requests, meal announcements, and cartridge change data demonstrated that the ilet was functioning as intended. Alerts were triggered appropriately, acknowledged by the user, and the ilet continued to request insulin delivery at regular intervals unless cgm glucose readings were below 80 mg/dl or the cartridge was empty. The reported event involved hyperglycemia greater than 400 mg/dl with subsequent hospitalization for diabetic ketoacidosis (dka). The user reported a suspected infusion set cannula issue; however, the exact cause of the infusion set failure could not be confirmed. No product was returned for evaluation; therefore, no physical device assessment or functional testing could be performed to confirm an infusion set malfunction or identify a definitive root cause. Based on the available information, device malfunction could not be confirmed. The investigation did not identify evidence of an ilet pump malfunction or software-related failure contributing to the reported event. A review of the available device data supports that the ilet responded appropriately to cgm glucose input and functioned according to design specifications during the reported event.